Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was displaying false episodes of atrial fibrillation. Performance data was collected from the device and reviewed; analysis revealed that there were prominent p waves before every qrs complex and the pattern was variable. The health professional and physician will review the diagnostics further and the device remains in use. No patient complications have been reported as a result of this event.